Event description:
It was reported the programmer is unable to interrogate devices. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer interrogates consistently with a known good rf (radio frequency) head. (B)(4) rf head will not interrogate devices; functional uplink tests are out of specification. Rf cable found out of electrical specification. Rf head cable found twisted. Rf head label is missing coating.